Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation period of approximately 105 months, oversensing was reported. At the moment biotronik has no further information with regard to a revision procedure. No adverse patient events were reported. The ci number was added in error.